Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath se catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Following a ventricular tachycardia procedure, a pericardial effusion occurred requiring a pericardiocentesis. Once the procedure had finished, while still in the procedure room, the patient felt sick and an echocardiogram confirmed a pericardial effusion without cardiac tamponade. A pericardiocentesis was done and the patient was recovering. It is alleged that high contact forces of 50 grams that occurred during ablation in the rvot could have been the cause. There were no alleged performance issues with any abbott devices.